Event description:
The user facility reported a 61-year-old male, was implanted with an impella cp device for mechanical circulatory support. While on support, the impella dislodged from the patient under transport and patient restlessness. Replacing the impella was not able to be achieved, the patient expired before a second impella could be implanted. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08092 was provided in sections b1, b2, b5, h1, and h6.

Event description:
It was reported by medical staff that the patient expired within 3 hours of admission to the unit. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.